Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapies due to lead dislodgement and far p-wave oversensing. The lead was extracted and replaced. The patient was not pacemaker dependent and was stable before, during and after the procedure.